Manufacturer narrative:
An event regarding loosening of a mrs ulna was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for inspection. -medical records received and evaluation: all medical records were reviewed by a consulting clinician who indicated there is no evidence of factors of faulty component design, manufacturing or materials responsible for the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the reported event of loosening is the result of patient factors. If, as suggested by the age of the patient and the distal humeral resection, this represents a tumor salvage surgery loosening of the components then a revision surgery is not unexpected. The exact cause could not be determined as no clinical or past medical history, operative reports, serial x-rays, patient demographics, or examination of the explanted components are available. No further investigation is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's right ulna due to loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's right ulna due to loosening.